Event description:
It was reported that the pump indicated a data log corruption. There was no reported impact to customer's blood glucose. Reportedly, customer continued using pump for insulin therapy.